Event description:
A consumer and patient with an implantable neurostimulator (ins) indicated for gastric stimulation reported that after their battery change they were not feeling it, and they were still really sick. Their stomach was still nauseated and they could not digest anything. They stated that before the replacement, they were really getting better, the patient was exercising and now they could not because they were really sick. The patient asked how long the device lasts until you have to replace it. About two weeks into recovery from an unrelated shoulder surgery, the patient went to the chiropractor who told the patient to do stool softener every time they take their pain pills because they were having trouble with constipation. They "got through that they were having normal stools" then started getting diarrhea like they used to. No symptom relief since implant was noted. No further complications were reported/anticipated.